Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 412 (mg/dl) for 2 weeks. Reportedly, the contact believes that the customer's bg levels could be caused by stress or hormones. Customer administered corrections with the pump and insulin injections to treat their bg levels. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with their health care provider to discuss diabetes management.